Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, patient has experienced their aligners digging into their gums and tongue. This is damaging them and causing bleeding. The top aligner is broken and has sharp edges. Their lower aligner, which is their initial concern, they are concern of the way their lower teeth were spaced. This has caused their left bottom front tooth to rub on the back of their front teeth.